Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A device evaluation was performed. The index handle was snapped off. A functional evaluation was performed. The device was attached to the test bed rail and pliers were used on the index handle shaft in lieu of the broken index handle to apply pressure to secure the rotational clamp in place. The device passed the weight test. The distal quick connect functioned as designed. Each switch was tested and each worked. 30 movements were performed and the device maintained pressure after each movement. The joints each moved smooth and easily when the device was depressurized. The device was left pressurized for 10 minutes and each test was repeated. No issues were found. The reported failure was confirmed and the root cause is associated with a fracture problem. Factors that could have contributed to the reported event include an impact event or an application of excess torque event inconsistent with intended use. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during the set up inspection, the spider 2 tenet, lost pressure. Backup device was available to complete the procedure. No delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.